Manufacturer narrative:
The autopulse platform was returned to zoll on (B)(6) 2018 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During patient use, the autopulse platform (sn: (B)(4)) was displaying an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The customer was not able to clear the error message. The customer was not able to provide us with additional information. No known patient consequences reported.

Manufacturer narrative:
The reported complaint of ua 7 (discrepancy between load 1 and load 2 too large) was confirmed during the archive review and functional testing. The load cells were found to be defective and accounted for the reported issue. A review of the platform archive was performed. And ua 7 was observed on the reported event date. The device unable to perform functional testing due to user advisory 07 displayed upon powered on the device. The load sensing system has detected a weight/load imbalance between the two load cells, checked during power-on-self-test. Load cell characterization shows both load cell modules were over-reported (defective). The device was manufactured in june 2009 and is 11 years old, well beyond the useful service life of 5 years. The damaged part will be replaced.. The platform passed functional test to full specification. Historical records were reviewed for service information related to the reported complaint and no previous history of complaint was reported for the autopulse platform with serial number (B)(4).